Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. However, unit failed sleep current measurement and detail trace displays charge/battery lasts less than expected. Battery, power anomaly problem is isolated to electrical board. The following were noted during visual inspection: cracked case (battery tube), cracked battery tube threads, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had a crack from the battery compartment along the case and the clip fallen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.